Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone indicating that they had excessive no delivery alarm during manual prime. Customer's blood glucose was unknown mg/dl. The customer was advised that in order to troubleshoot their insulin pump we may request that they change the set and/or reservoir. The customer was advised to rewind the pump, reinsert reservoir into the device and run manual prime to at least 5.0 units. Customer stated that the device alarm no delivery. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.